Manufacturer narrative:
The radiometer investigation has shown that the patient's condition was the cause of the elevated ck+ results on both the abl800, as well as the laboratory chemistry equipment. Hence, the analyzer worked as intended, and no further investigation is necessary.

Event description:
According to the complaint sample was drawn at 08:06 on (B)(6) 2023 and ran on abl800 flex analyzer (serial number: (B)(6)) at 08:19, which showed a potassium (k) result of 11,6. Mmol/l. A new sample was drawn at 09:09 and run at 09:12 and this result was 4,0 mmol/l. Also mentioned in the complaint: the customer did suspect the patient to have fragile blood cells since a vast majority of k measurements on this patient on their atellica analyzer (lab chemistry instrument) showed hemolysis.